Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. Date of event is an approximation. It was indicated that the patient entered bg values outside the 40¿400 mg/dl (2.2¿22.2 mmol/l) range, which is misuse of the device. On the same day, it was reported that the pediatric patient was having breakfast and took insulin 305 units (not confirmed the units as it seemed to be overdose) 11:52am. Before she was taken to the hospital the cgm readings were 359 mg/dl while 500 mg/dl on the bg. The patient felt headache. The mother called the ambulance. When the emergency medical team (emt) arrived, the patient was taken to the ambulance at 2:21 pm. During transportation to the hospital, dexcom was reading high while there was no readings on the bg. The patient experienced fatigue and tachycardia. When they arrived at the hospital, dexcom was reading high while the bg was reading 548 mg/dl. The parent reported erratic cgm values. The patient was treated IV fluids, they performed an EKG and blood pressure monitor. They monitored the patient for 5 hours and was discharged 6:30pm (less than 24 hours), cgm was reading 250 mg/dl while there was no bg meter taken. The patient felt okay but very tired. No other details were documented. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator was taken upon arrival of the emt. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.